Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded and there was contrast in the inflation lumen. There were numerous hypotube kinks.

Event description:
It was reported that shaft break occurred. The 85% stenosed, 23mmx3.5mm target lesion was located in a severely tortuous and calcified right coronary artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, it was noted that the shaft was kinked and then it fractured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 85% stenosed, 23mmx3.5mm target lesion was located in a severely tortuous and calcified right coronary artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, it was noted that the shaft was kinked and then it fractured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.